Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Manufacturer narrative:
(B)(4). Should this lead be returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed low amplitude and poor sensing. No asystole was observed. Lead dislodgement was suspected. A revision procedure was performed. This lead was replaced. No adverse patient effects were reported.

Event description:
- -